Manufacturer narrative:
(B)(4).

Event description:
It was reported that at a follow up, high out of range shock impedance (>200 ohms) was noted from this right ventricular (rv) lead. High, out of range pacing impedance (>3000 ohms) was also seen from the right atrial (ra) lead. Diagnostic imaging was performed which confirmed both the ra and rv leads had fractured. The physician elected to explant and replace the ra and rv leads to resolve the event and the patient was stable with no additional adverse consequences. The leads are expected for analysis, but has not yet been received.

Event description:
It was reported that at a follow up, high out of range shock impedance (>200 ohms) was noted from this right ventricular (rv) lead. High, out of range pacing impedance (>3000 ohms) was also seen from the right atrial (ra) lead. Diagnostic imaging was performed which confirmed both the ra and rv leads had fractured. The physician elected to explant and replace the ra and rv leads to resolve the event and the patient was stable with no additional adverse consequences. The leads were received for analysis.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. The returned lead was analyzed. Visual inspection of the lead noted both the internal and the external insulation was abraded through to the conductor coil. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface 25 cm from the terminal pin. Analysis confirmed fracture of the high voltage conductor cable. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region.